Manufacturer narrative:
(B)(4):a review of the black box history shows an occlusion alarm on (B)(4) 2012 associated with a high force. A review of the total daily dose history shows that the daily insulin delivery totals were found to be within specification. The rewind, prime and load steps were performed successfully with no alarms noted. The force sensor was found to be within calibration. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No occlusions occurred during testing. An occlusion alarm was induced and the pump emitted the appropriate visual and audible alert.

Event description:
On (B)(4) 2012, the lay-user/patient contacted animas (anm) alleging an occlusion alarm issue with the subject pump. On saturday, (B)(6) 2012, the patient changed her infusion set. The next day on (B)(6) 2012, the patient reportedly woke up with 'hi' and with a symptom of nausea. At that same time, the patient reportedly found the cannula kinked when she changed the site. The patient felt as though the pump should have given an occlusion alarm. Due to the elevated bg level, the patient administered self-care by taking an injection. The patient then went biking. After biking, the patient's bg dropped to '40 mg/dl' with no symptoms. However, the patient attributed the low bg to the biking. She administered self-care by eating a plum and her bg increased to '95-100 mg/dl.' Through troubleshooting, the pump's occlusion setting was set to 'l.' A review of the pump's alarm history revealed an occlusion on (B)(6) 2012. The patient explained that at that time, the tubing got caught on a clip. The patient demanded for the pump to be replaced since she lost faith in the device in relation to the pump not alarming as expected. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level suggestive of severe hyperglycemia after the pump allegedly did not alarm as expected for an occlusion. At this time, it is unclear if an actual pump malfunction and/or use-error contributed to the patient's injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.